Manufacturer narrative:
Failed safety disk: leak test. Pressure failure -5mmhg. The company representative replaced the crm (part number 0997-00-0986-01). The iabp was performance tested to factory specifications. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that during a routine check of the iabp failed the safety disk leak test. No patient was involved.